Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros 5600 integrated system using vitros tsh reagent lot 6470. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6470. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as vitros tropi es precision testing and vitros tsh and tt4 marker precision testing performed was within ortho acceptable guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected vitros tsh result was obtained from a patient sample when tested on a vitros 5600 integrated system using vitros tsh reagent lot 6470. Result of 68.6 miu/l versus the expected result of 1.96 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the higher than expected vitros tsh result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).